Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was high. The contact declined to troubleshoot as the pump was not present at the time of the report. Upon follow up, no additional information was provided regarding the event.